Event description:
The customer reported the rad-8 turns off automatically after 10 minutes. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the rad-8 turns off automatically after 10 minutes. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated, and the device battery was unable to hold its charge. This results in the unit powering off with a low battery alarm.